Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported a cerelink sensor (ID 826850) was placed on (B)(6) 2022. On (B)(6) 2022, the sensor stopped transmitting data to the cerelink monitor. The sensor tubing looks to have been stretched and kinked. Therefore, the sensor was removed and replaced on (B)(6) 2022. The patient condition was fine. Clinical questionnaire provided: time/date of failure: (B)(6) 2022. Description of the failure: abrupt drop to 0mmhg. Sensor information: kit used basic ( 826850), serial number: (B)(4), lot number: 134117, implant location: subdural, hospital location of implant: (B)(6). Cerelink monitor serial number: not available. Did the failure occur during patient movement? (I.e. Reposition, transport, out of bed for bathroom, ambulate, chair, etc.): 19 week old patient (potentially through movement but can¿t be verified). Was a movement assistance device used? If yes, please specify: patient was on ward when the issue occurred. Amount of time between patient movement and failure event. Unable to verify. Was the microsensor disconnected from the cerelink monitor during each phase of transport? No. Did the patient receive an MRI or CT scan before the failure occurred? No. What was the mean icp before the ¿event¿? Icp value: not available. What was the icp waveform quality before the ¿event¿? Not available. What is the current mean icp? Patient discharged. What is the icp waveform quality after the ¿event¿? Not available. When the failure occurred, was the cerelink monitor plugged into the wall? Yes. When the failure occurred, was the cerelink monitor connected to a patient monitor? No. Does the icp value on cerelink match the icp value on the patient monitor? N/a. When the failure occurred, where was the cerelink monitor positioned? IV pole. List all devices being used close to the cerelink monitor: info not available. Other devices implanted in the head? (Shunt, evd, subdural drain). If yes, specify: none. Were bipolar or monopolar forceps used while the sensor was plugged in? No. Provide a description of any unusual events or issues that occurred during the implantation or during the patient care: none. Describe the quality of the insertion: good insertion.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10. The microsensor (ID 826850) was returned for evaluation. Device history record (DHR) - the product 826850 for lot 5271324 (sn 134117), and the lot met specifications. Failure analysis - complaint has been confirmed: catheter material stretched at 4.2cm, 15cm from connector, and catheter/internal wires broken 95.3cm from connector. Internal wires broken. Cerelink monitor reading was unacceptable; icp express "no transducer detected". No testing was possible. The possible root cause of the damaged device could be determined as a mishandling of the catheter.